Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported there was an air leak. There was no patient involvement. The field service engineer (fse) determined the plateau leak valve is inconsistent with the one selected in the machine. The fse replaced the plateau leak valve and reset the machine mask and valve options. The device was tested and inspected and returned to full functionality.